Event description:
It was reported that the asymptomatic patient presented via merlin.net with the right ventricular lead sensing the atrial and ventricular activity, there was no inappropriate therapy delivered. The patient was brought into the clinic, a chest x-ray confirmed that the lead was dislodged. During lead revision the helix would not deploy and was explanted and replaced successfully. The patient was in good condition before during and after the procedure.

Manufacturer narrative:
Correction to additional MFR narrative: should have been -analysis was normal. No anomalies were found. - rather than blank.